Event description:
The customer reported that the system displayed image quality issue. No pt injury was reported. Also the ci scanning was defective.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the scanning card and focus then readjusted the camera. The system operates as intended.